Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.